Manufacturer narrative:
Zimvie complaint number (B)(4). H6: event problem codes: patient code: 1690. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
The doctor reports that the dental implant failed due to infection. The doctor reports in the per that the procedure was not concluded by placing another implant. Pain, edema and abscess were reported as a result of the event.